Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the cardiac ablation to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. The faradrive steerable sheath clear was used for transseptal and mapping was performed with a non-boston scientific catheter. When exchanging catheters to a farawave for ablation, air bubbles were visible repeatedly due to an issue with valve seal of the faradrive steerable sheath clear. The procedure was completed using different faradrive steerable sheath clear. No patient complications occurred. The product is expected to return for analysis.